Event description:
An implant card was received for the patient's generator replacement surgery on (B)(6) 2012. It reported the reason for replacement as "prophylactic reasons." Lead impedance was okay following surgery.

Event description:
It was reported through clinic notes dated (B)(6) 2012; received on (B)(4) 2012, that the patient had been waking in the morning with sore muscles and a bitten tongue. The physician indicated in the notes that this is strongly suggestive of breakthrough nocturnal seizures; however he indicated that the seizures were not confirmed. At the appointment, the patient's generator was interrogated and the off time was lowered to 3 minutes. The generator was also said to be not at end of service. The patient also reported on (B)(6) 2012, that she had been experiencing whole body twitching at night in her sleep for about the last 2-3 weeks. She also mentioned that she had experienced a bad seizure the (B)(6) prior to her call, but stated that this was below her pre-vns seizure frequency. Since that seizure she reported pain from her generator site going to the neck site which occurs with stimulation every 3 min. Per the patient the pain began (B)(6) nights ago it feels like sensitivity. She states she especially feels it if she lays down on her left side. She also says that if she swipes her magnet then she feels the sensation in her throat. The patient was referred for and underwent a generator replacement on (B)(6) 2012. Attempts for additional information and product return have been unsuccessful to date.

Event description:
The patient reported that as far as she knows the vns system is functioning properly and the device is not at end of service.

Manufacturer narrative:
Describe event or problem, corrected data: this information is relevant for the conclusion coding. There is no device malfunction suspected, and diagnostics are suspected to be okay as reported by the patient.